Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced distal embolization to a new vascular territory during the procedure  which was performed on (B)(6) 2023. Subarachnoid hemorrhage (sah) and intraventricular hemorrhage (ivh) were observed on computerized tom ography (CT) 24 hours post procedure. It was unknown if an assessment for product/therapy/procedure relatedness was made by the investigator, sponsor, or cec. Additional information was received reporting the previously reported potential complaint of "distal embolization to a new vascular territory during the procedure" was verified by the site, and the data has been updated for the question "was there embolization to a new vascular territory during the procedure" as "no". Further information regarding sah and ivh was unknown, since queries were placed in the database for site to report these observations as adverse events. Medtronic received a report that this sah occurred after the procedure, so it cannot be said to be unrelated, but due to mild symptoms, the patient was discharged after observation without any special treatments. This adverse event (ae) was not related to the disease under study or an underlying condition or disease. This ae did not result from a device deficiency. This was revealed at the 6 hour post follow up computerized tomography (CT) test but there was no further action. Modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 9. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as possibly related to the study devices and procedure. The sponsor assessed that the sah ae was causally related to the study procedure and possibly related to the study devices utilized (solitaire, react, and phenom.) Pre-procedure mtici score indeterminate, final post-procedure mtici score 3. The pat ient recovered/resolved with sequelae on (B)(6) 2023. Additional information was received reporting the mrs at discharge was 2 and subject pre morbid mrs was 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.